Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported pain; however, provided information indicates device alignment may be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation can be reopened.

Event description:
Patient was revised because of chronic pain, possibly resulting from femoral component having been implanted slightly varus.